Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose levels and sensor calibration issues. Blood glucose level at the time of the incident was 330 mg/dl and 50 mg/dl. Customer declined troubleshooting for the high and low readings and calibration not accepted. It was not reported if auto mode was active at the time of the incident. Customer was advised to speak to their hcp about basal settings. The insulin pump was not replaced or returned for analysis.